Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening pvl could not be determined. However, ¿recoil¿ was a possible cause. Per the physician, as the patient¿s disease state kept developing and the valve decreased in diameter, resulting in severe pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), approximately 2 years and 3 months post implant of a 26mm sapien 3 valve, the patient presented with severe paravalvular leak (pvl) and dizziness. The pvl post procedure was mild. The valve was dilated with a 26mm commander delivery system with 2ml of additional inflation volume and the pvl was reduced to mild. Then an amplatz plug was deployed to reduce the pvl. The patient was doing well after the procedure and discharged. As per medical opinion, the perceived cause of the severe pvl was possible ¿recoil¿. Per the physician, as the patient¿s disease state kept developing, the valve decreased in diameter, resulting in severe pvl.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.